Manufacturer narrative:
Received from the customer was one used primary set model 2420-0500 lot 20043008 with its original package. A note on the package reads: ¿leak @ chamber safety clamp ¿ incident report ¿ 6/13/2020¿. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A small tear approximately 0.0670 inches long was observed in the silicone tubing (p/n 12088541) just above the lower fitment (p/n tc10006063) retainer ring (p/n 601316-000). No gouge/crush marks were observed on the lower fitment. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No other abnormalities were observed with the set. Although damage was observed, functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned used disposable set allowing fluid to flow through the set via gravity. Blue-dyed water was observed to be dripping out of the location of the tear in the silicone segment tubing. Equipment used (visual inspection and measurement performed on 31-aug-20) - calipers, eq02784, calibration due date: 19-dec-20 - dino lite microscope, eq106199, ncr - optical ram-cnc, eq08204, calibration due date: 05-feb-21 the device history record for primary set model 2420-0500 lot 20043008 was performed. The search showed that a total of 34,560 units in 1 lot were built on 16 april 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The leaking was determined to be due to a tear in the silicone tubing just above the lower fitment retainer ring. The root cause of the tear in the silicone segment could not be definitively determined. However, previous investigations have shown that this damage may be a pre-existing condition of the silicone raw material, or can occur during manufacturing, set loading, or as a result of excessive stretching or pulling of the tubing during use. Pump segment issues are currently being investigated and will be addressed under systemic failure investigation for pump segment (dir 10000335005). H3 other text : see h10

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20043008. It was reported that the tubing leaked at the pump safety clamp.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20043008 . It was reported that the tubing leaked at the pump safety clamp.